Event description:
Patient claims spacer did not work. Claims spacer did not let her breathe in. Claims she was instructed by pharmacist on how to use device and she was still unable to get medication. She states she did not seek medical attention. However she claims that her lungs were harmed.